Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780; serial: (B)(6); product type: 0184-catheter; implant date: (B)(6) 2019; explant date: (B)(6) 2026. Analysis findings: visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (10 mg/ml at 4.5 mg/day) via an implantable pump. It was reported that during a pump replacement procedure, the outer coating of a portion of the catheter's pump segment appeared to be fraying. The pump segment of the catheter was explanted and replaced with a new pump segment. The catheter was then successfully aspirated through the catheter access port (cap) of the pump. There were no adverse patient symptoms. The partially explanted catheter was returned for evaluation. The issue was resolved at the time of this report.